Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump alerted him of a low battery, and after changing the battery the display went blank. The customer's blood glucose level was 351 and another time it was 500 mg/dl. Customer also reported that insulin had leaked from the infusion set. The customer performed troubleshooting, and will be sent a replacement battery cap. Customer was advised to call back if problems persisted. Nothing was replaced or returned.